Manufacturer narrative:
Engineering evaluation determined that the damage exhibited on the parts appears to be due to improper cap screw initiation. The cap screw that exhibits extensive marring appears to have been cross threaded in the screw's tulip. This would explain the marring around the outer edges of the cap screw threads while marring closer to the cap screw thread inner diameter is absent. The application of torque with the lock screw cross threaded could result in shearing a portion of the tulip's threads. The marring on the bottom surface of the second cap screw was likely due to contact with a rod. The rod may have been proud of the screw's tulip. A proud rod could have been a contributing factor in improper cap screw initiation. Review of manufacturing history found (B)(6) . A two-year complaint history review did not reveal any previous reports of tulip head splay/stripping for the reported par/lot. A trend for reports of tulip head splay/stripping from the united states was not identified. The root cause is attributed to cross threading of the set screw in the tulip. No product non-conformance was identified. This is a known risk of the procedure. The need for corrective action was not indicated as the overall failure rate is low.

Event description:
It was reported that during a procedure performed on (B)(6) 2015, the cap screw was tightened in the 6.5mm x 40mm s-lok polyaxial screw (slp6540) without the use of the anti-torue wrench, resulting in the tulip head splaying and threads stripping. The polyaxial screw was removed and replaced, resulting in a ten (10) minute delay to the procedure.